Manufacturer narrative:
Date rec¿d by MFR : 01apr2019. The service engineer (se) inspected the device. The se found the touchscreen is not sensitive and replaced the it. The ventilator was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilators touchscreen had a fault. There was no patient involvement.